Event description:
An outer pouch seal failure was detected during pre-sterile product testing. The lab technician performing testing on the batch found the failure during immersion testing. The pouch was inflated and submerged in water in order to detect any leaks. Light pressure was applied to the pouch and the pouch seal failed entirely.